Event description:
Procedure: laparoscopically assisted cholecystectomy. Reportedly, during the procedure, the distal tip of the trocar came off and fell into the patient surgical cavity. The piece was retrieved without difficulty. No patient injury reported.